Event description:
Solicitor letter reporting a trunnion failure of a mitch accolade metal on metal hip. Update (B)(6) 2022: as stated in solicitor letter: "from our instructions our client had difficulties with his [left] hip and ultimately on the (B)(6) 2021 a part of the hip fractured and/or suffered a catastrophic trunnion failure." The letter does not state whether the patient was revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: cat # unk_shc, lot # unknown, description: mitch implant - OEM, manufacturer: depuy.